Event description:
It was reported that the device was overheating during testing at the manufacturer site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Additional information: d5 operator of device follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was overheating during testing at the manufacturer site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.